Event description:
It was reported that the customer experienced ongoing, intermittent low blood glucose (bg) level which resulted in a diabetic seizure on (B)(6) 2022 and caused the customer to fall. Low bg cause was not known. The customer went to the emergency room (ER) on (B)(6) 2022 for approximately five hours. The customer consumed carbohydrates and four glucose tablets to address the bg. The customer was released from the ER later the same day with no permanent damage. Reportedly, the pump was replaced, and the customer reverted to an alternate method of insulin therapy, no additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.